Event description:
Boston scientific received information that this left ventricular (lv) lead was attempted at implant due to an unspecified product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies.

Event description:
--